Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. (B)(4) (gauge reading inaccurately). (B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance ii integrated inflation system device was used during a balloon dilatation procedure performed on (B)(6), 2010 (patient weight unknown). According to the complainant, the stenosis diameter was 8mm. The cre balloon was inflated inside the patient with an alliance inflation syringe; the pressure on the gauge would not increase, however the balloon appeared to have inflated under CT. A second alliance syringe was used with the same cre balloon, however the same incident occurred; the pressure would not increase. A second cre balloon was used with the second alliance syringe and the procedure was successfully completed. There were no patient complications as a result of this event. The patient was reported to be in good condition post procedure.